Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not boot application, required reimage. A field service engineer reimaged the station and was able to be properly synced with es server to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering up, stuck on black screen. Customer rebooted the station couple of times, but issue persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.